Event description:
It was reported that after the surgeon inserted the aa4204vl silicone single piece lens a tear was observed along the haptic plate. The lens was removed immediately and replaced with another same model/diopter lens. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation, results: visual inspection of the returned lens showed the lens was split in half and a piece of the haptic/optic were torn off and missing. There was evidence of a clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).